Event description:
It was reported that the user disconnected from the ilet for several hours while away from home, had no glucose readings during the disconnection, then reconnected, announced a meal, and subsequently experienced very high glucose readings; the insulin cartridge was empty and the user required assistance to refill and place a new infusion set, which was addressed through troubleshooting and education consistent with a usage issue rather than a device malfunction. Blood glucose was corrected after reconnecting to the ilet. Symptoms included hyperglycemia reaching 401 mg/dl. Outcomes included no reported health consequences and insufficient information regarding longer-term impact as attempts to obtain additional information from the user were unsuccessful. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, specifically not reverting to alternative therapy once the ilet stopped dosing, with no applicable failed device component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.